Event description:
Account alleged bed had no knee up. It had an unintentional movement in the down direction. No injuries.

Manufacturer narrative:
Multiple attempts were made to obtain resolution for this issue with the account. It is not known what was done to resolve this issue.